Event description:
It was reported that ¿lead #3¿ had impedances over 4,000 on (B)(6) 2013. No action was taken and there were no signs or symptoms. This was an ongoing event.

Manufacturer narrative:
Product ID 3889-28 lot# va01czm, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was later reported the patient had a lead revision and recovered without sequelae on (B)(6)-2013.

Event description:
Additional information received reported that interventions taken were that the patient was reprogrammed around ¿lead 3¿ (which had the high impedances) on (B)(6) 2013. The patient was seen on (B)(6) 2013 for bilateral leg tingling which would resolve when the implantable neurostimulator (ins) was turned off. The etiology of the event was noted as possibly related to the device/therapy. The patient was to have a revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).